Event description:
Customer reported an issue with the incorrect time setting on their pump. There was no adverse impact to the customer¿s blood glucose level as previous settings did not result in readings above 500 mg/dl or below 54 mg/dl. Technical support assisted the customer in updating the pump time and advised them to monitor the time setting and follow up if discrepancies exceeding five minutes occurred again. The customer acknowledged this advice.